Manufacturer narrative:
As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) did not remain visible after deploying the sealant. There was no reported patient injury. The deployer¿s was mynx certified. The device was used on the right common femoral artery (rcfa). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The stick location was 3cm above the bifurcation. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was never engaged or visible. The user shuttled down completely. Hemostasis was achieved with manual pressure for 10 minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 5f was returned. Per visual analysis, the shuttle was engaged to the black handle. The procedural sheath was retracted to the shuttle. Upon unsheathing, the sealant was found protruding from the shuttle cartridge, exposed to saline and appeared to have swelled. The advancer tube remained inside the shuttle cartridge. Per functional analysis, the shuttle down procedure was. The advancer tube was able to engage the proximal tamp lock during investigation. No anomalies were observed. Per dimensional analysis, the advancer tube¿s length and distance between the proximal and distal tamp locks were measured and noted to be within specification. A product history record (phr) review of lot f2001501 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant failure to deploy - advancer tube¿ was confirmed during analysis of the returned device. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as an incomplete engagement of the advancer tube during the procedure, may have contributed to the reported event. It should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock, this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. According to the instructions for use (IFU), which is not intended as a mitigation of risk, it states to insert the mynxgrip into the procedural sheath up to the white shaft marker, then inflate the balloon until the black marker is fully visible on the inflation indicator. Neither the product history record (phr) review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the tamp tube of a 5f mynxgrip vascular closure device (vcd) did not remain visible after deploying the sealant. There was no reported patient injury. The deployer¿s is a mynx certified. The device was used on the right common femoral artery (rcfa). The femoral artery¿s suitability was verified on angiography or venography (mynxgrip only), including the insertion angle (30-45 degrees) of the vascular sheath introducer. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. The stick location was 3cm above the bifurcation. There was no significant resistance when shuttling down. There was no unusual force applied when retracting the sheath. The advancer tube was never engaged or visible. The user shuttled down completely. Hemostasis was achieved with manual pressure for 10 minutes. The patient's hospitalization was not extended as a result of the event. The patient recovered. The device will be returned for evaluation.